Event description:
A surgeon reported a posterior capsule tear in the right eye during laser assisted cataract procedure. The reporter indicated, during hydrodistention vitreous was noted in the anterior chamber and an anterior vitrectomy was performed. A three piece intraocular lens was placed in the sulcus; however, there was not enough capsular support to hold the intraocular lens in place so it was explanted and replaced with an anterior chamber intraocular lens. Patient prognosis was noted to be good. Upon additional follow up, the surgeon reported the patient underwent a lensectomy at one week post cataract surgery and continues to remain under the care of the retinal surgeon. Patient was noted to be doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).